Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the overlay and bezel were cracked. It was also noted that the electrocardiogram (ECG) connector was loose and the analyzer connection was broken and pushed in.

Event description:
It was reported that the programmer screen was cracked, that an electrocardiogram port was possibly loose and that the programmer was unable to be powered on. The programmer was returned for service. The return paperwork indicated that there was no patient involvement with this event.